Event description:
Patient presented to the emergency department with the stimulation lead eroding through the skin at the neck incision site. The neck incision was closed, and antibiotics were prescribed. Patient presented back to the physician with the stimulation lead eroding from the chest incision site. Physician brought the patient into the operating room, removed the ipg, flushed the pocket with antibiotic solution, repositioned the leads, placed the ipg back into the pocket, sutured, and closed.